Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) due to a charge time greater than 30 seconds. This device is part of the mid-life display of replacement indicators advisory. No adverse patient effects have been reported. Subsequent information indicates that this product was explanted and replaced.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.